Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having severe headaches and head pressure after getting off the machine. Medical intervention was not specified. The device was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center no problems were found, and the unit passed the final test.